Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device tripped to eri. Prior to surgery, the eri message was still displayed but the eri gauge was 3/4 full and the measured data initially displayed 2.65 v, 9 ua, 18.9 kohms.